Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a constant tone. Customer was told to call back after a two-hour device rest. Customer called back after two hours to report an unexpected restart alarm, but the device was functioning. Customer then called back a third time to report that the constant tone was back, and they had received a watchdog timeout and unexpected restart alarm. Customer's blood glucose reading was 253 mg/dl, and treated with the insulin pump. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and returned for analysis.

Manufacturer narrative:
The device displayed properly. No display anomaly was noted. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms reboot/reset time/date, vibrate or audio/beep anomaly noted. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.